Event description:
N/a.

Manufacturer narrative:
It was reported that during pm the cardiosave intra aortic balloon pump had display failure. There was no patent involvement or adverse event reported. A getinge field safety engineer (fse) replaced video generator board. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1182 sn: (B)(6) video gen. Board. This part was received with a reported unit failure message of display turn off and unit stopped pumping. Performed visual inspection of this part received and part looks to be in good condition. Installed the video gen. Board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of display turn off and unit stopped pumping. The failure analysis and testing department performed all calibration tests and pumped the unit for 3hours. Video gen. Board passed testing. Sending board to the supplier for analysis as per procedure 0002-07-d008 rev ap. The fat dept. Received video gen. Board spv from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found that fct failed due to a touch screen error. The supplier replaced u41 and thermal pad, then retested fct, and passed. See attached document for investigation received from the supplier. The failure analysis and testing dept. Installed exec. Processor board, serial number (B)(6) into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit screen went blank . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.